Event description:
This product is a rental. The customer was using it when the front wheel snapped off. (B)(4) (dealer sales person) was in the store at the time, also as per dealer complaint handling form client (B)(6)`s walker wheel came off ( snapped ) when they were leaving the hospital they said while coming down the ramp the wheel came off. No injury reported by client of dealer ... As per picture the plc fork snapped broke , sn on walker is from 2009 and is a dealer rental unit no maintenance record is available.